Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Gastro-intestinal hemorrhage, duodenal ulcer, and bezoar are all known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient started duodopa therapy. On an unknown date, the patient was hospitalized for a gastrointestinal hemorrhage. The patient was diagnosed with a duodenal ulcer, and a bezoar in the hospital. The patient had the tubing removed.